Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the pen drive device is lacking performance when pressure is applied. During an in-house engineering evaluation, it was observed that the control unit was not functioning and defective. It was reported that it is not known whether this event occurred during surgery. It was reported that no spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly